Event description:
On (B)(6) 2013, clinic notes dated (B)(6) 2013, were received which indicated that the patient has a history of aspiration pneumonia (from (B)(6) 2012-present), respiratory distress (from (B)(6) 2012-present), and hypoxia (from (B)(6) 2011-present). Good faith attempts for further information from the physician have been unsuccessful.